Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 27 mm masters series mhv was implanted. Per report, the patient's medical history is positive for aortic and mitral valve disease. The patient has had four previous cardiac surgeries including an mvr in 1978, an initial avr and redo mvr in 1991, a redo avr and third mvr in 2003 and in 2013 a fourth redo mvr which is when this masters series valve was implanted. The patient had a prolonged ICU stay after the most recent surgery due to multi-organ dysfunction and since that time has been monitored closely due to persistent hemolytic anemia. The patient requires periodic transfusions. Per report, in recent months the patient has presented frequently with secondary intravascular hemolysis (chronic hemolytic anemia) resulting in severe anemia which the physician believes may be the result of the mechanical valve. While a redo procedure is indicated, the patient is high-risk due to multiple co-morbidities.

Manufacturer narrative:
(B)(4).

Event description:
Effective (B)(6) 2016, doppler revealed a mitral mean gradient of 4.3mmhg in addition to other findings related to the tricuspid, aortic and pulmonary valves. Per report, the mitral prosthetic valve exhibited normal function.